Manufacturer narrative:
07/08/2015 a medtronic representative performed a navigation system check-out, software test passed, hardware test failed. Camera field of view found to be reduced. Camera replaced, device is functional. Issue resolved. System performed as intended. Return requested. Replacement scu polaris camera shipped to site 09/01/2015. Scu polaris camera was returned to manufacturer on 10/01/2015, unused. Return requested. Replacement psu polaris spectra shipped to site 07/08/2015. Medtronic investigation of suspect psu polaris spectra, returned on 10/01/2015, finds that when connected to a known good system, the psu functioned normally, tracking throughout the volume. The psu was allowed to run for two hours with no change in tracking. However, the aak test detected a line separation problem at initialization. The test was continued with only minor difficulty tracking at the back of the volume. In addition, the psu failed the aak test at .75 mm. Electrical failure. Failed diagnostics. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported a site's navigation system camera's field of view was reduced. No further details regarding the issue were provided. There was no patient present when this issue was identified.